Manufacturer narrative:
The investigation determined that multiple non-reproducible, falsely elevated troponin I es results were obtained from four patient samples and a quality control fluid while using the vitros eci immunodiagnostic system. The investigation was unable to determine a definitive assignable cause. Based on information available, a reagent issue cannot be ruled out as a contributing factor. In addition, results of precision testing demonstrated that the vitros instrument was performing as expected at the time of the event. The investigation was unable to determine a definitive assignable cause.

Event description:
The customer obtained several non-reproducible, falsely elevated troponin I es results from samples drawn from four different patients and a quality control fluid when processed on a vitros eci immunodiagnostic system. Patient 1: tropi es= 0.059 and 0.059 vs. Expected <0.012 ng/ml. Patient 2: tropi es= 0.072 vs. Expected 0.021 ng/ml. Patient 3: tropi es= 0.059 and 0.067 vs. Expected 0.021 ng/ml. Patient 4: tropi es= 0.063 vs. Expected < 0.012 ng/ml. Biorad level ii vitros tropi es= 0.069, 0.093, 0.064 and 0.067 vs. Expected 0.025 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es results were not reported from the laboratory as the customer initially processed all samples in duplicate, followed by a re-processing step in single rep, across two instruments. There was no allegation of patient harm as a result of the event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).